Manufacturer narrative:
The insulin pump was monitored for 24 hours and no blank display or blinking flashing display anomalies noted. The insulin pump powered up properly after battery installation. No blank or blinking display noted. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power connector is plugged in and locked in place on the printed circuit board properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display constantly blinks and may have been damaged. Customer's blood glucose was 201 mg/dl at the time of incident. The customer does not feel comfortable with the pump and was advised that the device would be replaced and agreed to return the product for analysis. No further details given.